Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-03. H6: investigation summary customer returned one (1) used 32gx4mm bd pen needle without a tear drop label attached. Consumer reported he will get half his insulin because the flow will stop. The returned pen needle was examined, and it was observed that the patient end (pe) cannula was bent. No evidence of manufacturing defect was observed. The bent patient end cannula would be the cause of the clog and likely occurred during use of the pen needle by the user since the sample was returned after use. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to confirm the customer¿s indicated failure ¿ the bent pe cannula would be the reason why the customer would think the needle was clogged (as reported). The possible root cause for this issue (bent pe cannula) is: user error. No evidence of manufacturing related issues were observed on the returned sample.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the consumer has to push hard to get the insulin to flow and the patient end of the needle will bend. Also, the consumer gets a bump under his skin when taking the injection. Verbatim: from phone call on (B)(6) 2020 12:11:14: consumer stated, when taking injection, he has to push hard to get insulin to flow stated, the patient end of needle will bend. Stated, sometimes he will get half his insulin because the flow will stop. Stated, there are times when he gets a bump under his skin when taking injection but it goes away. Stated, his numbers have not been affected but he does not want to use the 2nd gen anymore. Email received (B)(6) 2020-09:16:57 I received a voicemail today from ________. He stated that he uses the 32g second generation needle and every time he uses he has to force the medication out of the needle. He also stated that the needle is now bending as well and is scared that the needle is going to bend inside his stomach. He can be reached at _____________."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed." (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the consumer has to push hard to get the insulin to flow and the patient end of the needle will bend. Also, the consumer gets a bump under his skin when taking the injection. Verbatim: from phone call on (B)(6) 2020 12:11:14: consumer stated, when taking injection, he has to push hard to get insulin to flow stated, the patient end of needle will bend. Stated, sometimes he will get half his insulin because the flow will stop. Stated, there are times when he gets a bump under his skin when taking injection but it goes away. Stated, his numbers have not been affected but he does not want to use the 2nd gen anymore. Email received¿2020-10-19 09:16:57 I received a voicemail today from ________. He stated that he uses the 32g second generation needle and every time he uses he has to force the medication out of the needle. He also stated that the needle is now bending as well and is scared that the needle is going to bend inside his stomach. He can be reached at _____________."